Event description:
Patient was diagnosed with livedo reticularis on legs/arms, one month after a hair removal laser treatment. We do not believe the laser caused this condition.

Manufacturer narrative:
Patient experienced a mild erythema, which is a normal reaction from laser treatment. It was prescribed biafine and vitamin c for healing. Treatment parameters were within clinical guidelines there was no problem found with the laser during the service evaluation. This is a reportable event because the patient was diagnosed with livedo reticularis, but we do not believe the laser caused this.